Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records

Event description:
The information provided indicated the consumer reported that upon removal tampons were unraveling leaving pieces inside of her. Consumer sought medical to have the tampon removed and on other occasions was able to manually remove them. Diagnosis was uti and yeast infection. Consumer experienced irritation, odor, pain and discomfort. Antibiotic and antifungal medication was prescribed.